Event description:
Noticed black particles in the nose piece and in hose I think this made my sinus bad.

Event description:
Noticed black particles in the nose piece and in hose I think this made my sinus bad.